Event description:
It was reported that left hip revision surgery was performed.

Event description:
It was reported that left hip revision surgery was performed due to dislocations and continued pain.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. This complaint covers the first left hip revision. During the revision, the r3 shell, 35mm screw, 20mm screw, 15mm screw, threaded hole cover, r3 liner, hemi head, modular sleeve were removed. The emperion stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The root cause of the revision is due to the patient¿s multiple dislocations. The patient¿s multiple dislocations can likely be attributed to her multiple falls, as her pre-revision x-rays indicated that the prosthesis was well positioned with no evidence of loosening. The intraoperative finding of ¿dead tissue¿ during the revision is likely a result of the ongoing psoas abscess and infection. The root cause of the infection and abscess cannot be concluded. The patient impact beyond the revision, post-operative healing/pain cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: date of birth, description of event or problem, device identification, implant date , medical products & therapy dates and device manufacture date.